Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 10 seconds, the balloon ruptured. The procedure was completed with a different device and there were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 10 seconds, the balloon ruptured. The procedure was completed with a different device and there were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.25mm x 12mm was returned for analysis. A visual inspection of hypotube shaft found no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 2mm tear in the mid-section. Tip showed no signs of tip damage. A functional test was unsuccessful with inflation liquid leaking from the balloon being observed. No other issues were identified with the device.